Event description:
Customer reports that while she was attempting to load the lancet drum into the lancet device, she felt a lancet puncture to her thumb. No treatment received. Requested return of suspect device and replacement was sent.